Event description:
It was reported by resmed (B)(4) that an astral ventilator failed to pass its internal self-test. There was no pt injury reported as a result of this incident. MFR#: 3004604967-2015-00029.